Manufacturer narrative:
Device alarmed motor error during rewinding due to motor encoder signal out of phase. Unable to perform displacement test and basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarm.

Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was getting a motor error during rewind. Customer was able to successfully clear the alarm and was unable to complete pump rewind. The customer was unsure if the drive support cap was protruded, loose, sticking out or flushed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.